Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to a shunt vessel, it was reported that a power flex balloon catheter was inserted and inflated in the lesion. However it ruptured at its nominal pressure during its third inflation. Therefore it was removed intact from the patient and a new balloon was used. The procedure finished successfully. There was no reported patient injury. The patient¿s vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown.  There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device was prepped normally, maintaining negative pressure. The product was not returned for analysis. A device history record (DHR) review of lot 17362989 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification may damage balloons. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During a percutaneous transluminal angioplasty (pta) to a shunt vessel, it was reported that a power flex balloon catheter was inserted and inflated in the lesion. However it ruptured at its nominal pressure during its third inflation. Therefore it was removed intact from the patient and a new balloon was used. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. The patient¿s vessel level of tortuousness and calcification are unknown. The rate of stenosis is unknown.  There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device was prepped normally, maintaining negative pressure.